Event description:
The customer contact reported "flames" were noted near the male end of the ac power cord. During set up prior to patient use, after the device was plugged into the ac power outlet and was powered on, flames were noted near the male end of the ac power cord. The "flames" immediately self-extinguished. The nurse unplugged the ac power cord from the ac power outlet. The device was removed from clinical service. During testing at the user facility, it was noted that the hard plastic surrounding the ground prong was charred and melted. There were no reported adverse effects to the nurse. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The power cord was identified as part of a customer notification dated august 19, 2009. (B) (4)